Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The se replaced the power switch and the compact flash card to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, upon logging onto a ventilator, the integrated touch screen stayed black and was inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.